Event description:
It was reported that, "the patella was subluxing. Initially, the surgery was to resurface the patella. The surgeon then decided to increase insert size to improve stability. It was then discovered during implantation of the new insert that the locking screw that came with, and was implanted with the initial insert, had sheared off. This damaged screw was then used to implant the new insert."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital. If additional info becomes available then it will be submitted in a supplemental report.